Event description:
The clinician reported that five months after the dental implant was placed, in ada site #20 of the patient's mouth, failure of implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced infection, mobility, pain and increased sensitivity at time of failure, no further complications were observed.

Event description:
The clinician reported that five months after the dental implant was placed in ada site #20 of the patient's mouth, failure of implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced infection, mobility, pain and increased sensitivity at time of failure, no further complications were observed.

Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: (date of report), (brand name), (email address), (change of catalog number, lot number, expiration date, UDI), (date of becoming aware), (follow up report), (device's age), (device code) and (report sent to manufacturer)